Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose at time of the call was 95 mg/dl. Troubleshooting was performed. The customer stated that before dinner his glucose level was 144 mg/dl, and after it dropped to 76 mg/dl. The customer stated by the time he sought a medical attention, his blood glucose dropped to 40 mg/dl. Troubleshooting was performed. The programming on the device was correct. The status screen matched to the insulin left in reservoir. Performed a displacement test and passed. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.